Event description:
It was reported that the pump does not recognize cassette system. There was unknown patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log review, and internal inspection and the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor that was not working. The pump was in good condition, no physical damage, and labels were undamaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to be replace the dso sensor.